Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.

Event description:
It was reported that a component of the cleo 90 infusion set had detached from the infusion site. The site adhesive was noted to still be attached to the skin; however, the complete infusion site was changed at the time of the call. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.